Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer alleged that the pump¿s bolus feature was not working appropriately; however, this could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.